Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with chest pains and elevated pressure. The device was interrogated and elevated pacing thresholds were discovered. An echocardiogram was performed which indicated there was a small pericardial effusion. The implanting physician believed the patient went into atrial fibrillation (af) with rapid ventricular response and that the fast rate caused the lead to bore into the tissue. The physician believed the lead had penetrated the myocardium but did not fully perforate. At the previous post operation 14 day appointment everything was fine. A revision procedure was performed and the rv lead was successfully repositioned from the apical septum to mid-septum. During the revision a right femoral a-line was placed to monitor hemodynamics and there was no evidence of tamponade or hemodynamic compromise observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.